Event description:
The patient reported that on several occasions over the past 3 months the self-adhesive of the infusion set headset has been wet. The patient experienced elevated blood glucose of up to 550 mg/dl. On (B)(6) 2012 at 7:30 am his blood glucose measured 120 mg/dl and he ate 3 be and administered 6 i.u. Via the infusion device. At 2:30pm his blood glucose measured 550 mg/dl and he found the self-adhesive was wet. He believes there is a leak between the soft-cannula and the self-adhesive. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The reference samples were analyzed against the customer's allegation. The complaint describing a leak on the head set cannot be verified, the head set meets product specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced.